Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6b: if explanted, give date: unknown, information not provided.. Section e1: telephone number: (B)(6). Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that he can see a scratch mark on the edge of a non-preloaded tecnis-toric intraocular lens (iol), which was fully inserted. The surgeon states it won't impact vision as the scratch is on the edge. The patient was fully recovered. Daily activities were not affected. Vitrectomy was not required. The end-user did not seek any medical attention. There was no delay in the procedure. No medication was prescribed. The directions for use were followed. No further information is available.